Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: do you have any pictures...no, we don't. Lot number ¿no information. What was the angle of the knee during application...no information. Initial procedure date¿no information. What prep was used prior to prineo use¿no information. Please describe how the adhesive was applied on the tape¿no information. Was a dressing placed over the incision¿no information. If so, what type of cover dressing used. Date of reaction¿(B)(6) 2017. What does the reaction look like - please provide details. ¿ it was dermatitis like reddening. How large of an area does the reaction cover¿no information. Did the skin reaction extend beyond the borders of the tape¿no information. What was done to address the reaction¿the prineo mesh was removed, and the affected site was treated with steroid. What type of medication¿steroid. Dose...no information. When (date) administered¿no information. Date that product was removed? ¿no information. Was another method used to close the incision¿no information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde¿no information. Is the patient hypersensitive to pressure sensitive adhesives...no information. Were any patch or sensitivity tests performed¿no information. What is the physicians opinion of the contributing factors to the reaction¿no information. What is the most current patient status¿ she was in the hospital, and was getting better as of (B)(6). Is the product or representative sample (product from the same lot number) available for evaluation...no, it isn't. Patient demographics: initials / ID; age or date of birth; bmi ; gender¿the patient is a female. No further demographics information has been provided from the hospital. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ¿no information. Was the patient exposed to similar products, such as artificial nails ¿no information. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure¿no information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any pictures? Lot number, what was the angle of the knee during application? Initial procedure date, what prep was used prior to prineo use? Please describe how the adhesive was applied on the tape?? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction, what does the reaction look like? Please provide details. How large of an area does the reaction cover? Did the skin reaction extend beyond the borders of the tape, what was done to address the reaction? What type of medication? Dose? When (date) administered? Date that product was removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender, patient pre-existing medical conditions (ie. Allergies, history of reactions), was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the topical skin adhesive was used. After the procedure, the patient experienced an inflammation like skin reddening. The mesh was removed, and the affected site was treated with steroid. The patient is currently in the hospital, and is getting better. Additional information has been requested.